Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that the mitraclip instructions for use (IFU), sates ¿unlock the clip to open clip arms¿. In this complaint, however, the user attempted to open the clip while locked. This user deviation from IFU contributed to reported material separation issue as the clip got separated from mandrel. Based on available information, the reported positioning failure-leaflet grasping - clip not implanted appears to be due to challenging patient anatomy. The reported difficult to remove from anatomy appears to be due to a combination of challenging patient anatomy and procedural circumstances. A cause for the reported difficult to remove the clip delivery system from steerable guide catheter could not be determined. The reported improper or incorrect procedure or method was due to the user error of deviating from IFU. Additionally, reported material separation was due to the reported user error. Furthermore, the reported poor imaging was due to of procedural circumstances. Lastly, the reported tissue damage was due to procedural circumstances and the surgical procedure was a result of case specific circumstances. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Age: estimated. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip became stuck in the chordae, stuck on the guide tip, and detached from the mandrel. It was reported that on (B)(6) 2020, the patient presented on a previously placed intra-aorta balloon pump, mixed mitral regurgitation (mr) grade 4+, and poor mitral valve tissue quality, thin with leaflet tethering. One mitraclip was successfully implanted on the intended lateral side of the mitral valve. Another mitraclip (cds0701-nt 00201u117) advanced to the mitral valve and attempted to grasp the medial side of the mitral valve. The clip was unable to grasp the posterior leaflet due to the poor leaflet quality. Reportedly, this was not a device malfunction but rather due to the patient's anatomy. The patient's posterior leaflet was thin and extremely friable. Following, this clip had become stuck in the chordae. Standard troubleshooting was performed, removing the clip from the chordae without any tissue damage observed. The clip was then retracted to the guide catheter, inadvertently moved during de-straddling, and had become stuck on the steerable guide catheter (sgc) tip. The operator attempted to open the clip while locked. At this time, the clip dislodged from the mandrel while staying attached by the lines. All was removed as a single unit to the femoral vein. The clip was removed from the vein via incision. The mr had been reduced to grade 3-4 and the procedure was ended. There was no damage to the sgc tip. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.